Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a blank screen display. Her blood glucose was unknown. The customer stated that she took the battery out because it was low but had a hard time putting a new one in the pump. The screen went blank and also times out until she is able to get the battery back into the pump. She is calling back after receiving a battery cap. Advised to disconnect from the pump, revert to a backup plan and that the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit had blank display due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to blank display.unit had minor scratched display window, scratched case, cracked belt clip slot, scratched reservoir tube window, a missing end cap stickerand a cracked reservoir tube lip.